Manufacturer narrative:
The reported lot# 9148880 was not found for the catalog number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Batch # is unknown. A device history review could not be completed as no batch number was provided. Investigation conclusion: no sample was received. No photos were provided. Root cause description: undetermined.

Event description:
It was reported that leakage occurred during use with a needle 26x3/8 ib. The following information was provided by the initial reporter, "it is reported that customer experienced leaking when using needle and syringe. Verbiage received from tandem, - "description of issue: customer reported syringe leaked from threads where needle/syringe screw in together (occurred with both needle and syringe as customer unable to determine which one had the issue)this occurred with 4 in total. Bg: 120 mg/dl. Number of occurrences: 4. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number: 26 g, 3/8¿ needle ¿ 305110 product lot number: (needle: 9148880). For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? No. Resolution: customer declined bd follow up for returning product. Customer used another syringe/needle after these issues and was able to use supplies successfully and load pump to resume insulin. Cts sent replacement supplies. Customer acknowledged and was satisfied. No further tandem follow up is required. Note: product category = needle/syringe issue." 1 of 2 complaints. This report is for the needle.